Event description:
The MFR received info alleging a millennium concentrator caught fire while in use. The pt required hospitalization as a result. The investigation is still ongoing. A follow up report will be submitted when the investigation is complete.